Manufacturer narrative:
Continuation of d10: marksman microcatheter product ID fa-55150-1030 (lot 229825329); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex stent (ped) encountered resistance in the distal end of a marksman microcatheter and 2 coils encountered resistance in the proximal end of an echelon 10 microcatheter. The patient had two aneurysms: the upper, first aneurysm featured a daughter sac (comparable in size to the parent aneurysm) that had previously ruptured and bled and was being treated by coil embolization; the lower, second aneurysm was an unruptured, saccular, posterior communicating (pcom) segment aneurysm with a max diameter of 4 mm and a 3 mm neck diameter was treated using dense mesh flow diversion surgery. The landing zone arterial diameter was 13 mm distally and 10 mm proximally. Note, all measurements were approximate. It was noted the patient's vessel tortuosity was moderate. Vascular access was obtained via the femoral artery. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was reported as good. During the delivery of the dense-mesh stent to the distal end of the marksman microcatheter, it was observed that the dense-mesh stent could neither be advanced forward within the microcatheter nor retrieved. Despite repeated attempts, the stent could not be pushed out. Upon removing both the microcatheter and the stent, accordion-like accordion was discovered at the distal end of the microcatheter; this caused the stent to become locked within the microcatheter, rendering it impossible to advance. Consequently, a new microcatheter (same model and lot) and a new ped stent were utilized to successfully complete the procedure. During the coil embolization, the echelon 10 microcatheter was initially positioned in place, however, upon attempting to deliver the coil to the distal site, resistance was encountered in the proximal end of the microcatheter and delivery failed. Replacing the coil with a new one failed to resolve the issue. The microcatheter was then withdrawn, revealing a kink at its distal end. A new microcatheter (same model and lot) was subsequently used to successfully complete the surgery. No patient symptoms or complications were reported with this event. The reported devices and any accessory devices were prepared, and the catheters were flushed, as indicated in the instructions for use (IFU). It was reported that the pipeline was used for an approved indication (on-label). The pipeline did not become stuck and there was no pipeline pushwire damage. Ancillary devices included likai medical long sheath.